Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device malfunctioned. The mechanism and needle did not hold. The needle fell off in the patient but was retrieved and thrown out. There was no patient injury. Additional information has been requested but not yet received.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one suturing device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Both of the blades on the tip of the jaw were noted to be bent outward. The visual inspection of the device noted witness marks from the needle tip impacting the beveled walls surrounding the needle receptacles. Some plastic shearing of the toggle switch was noted. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.